Manufacturer narrative:
Review and confirmation of manufacturing records was performed. No anomalies were found. Conclusions code : it cannot be determined whether the rise in thresholds was related to device function.

Event description:
Boston scientific (bsc) crm received and reported the following info: "this left ventricular (lv) lead was surgically abandoned due to high thresholds."